Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they got a non-recoverable system error in an arctic sun device. Powered device off and back on. Device alerted needed water. They had added water. Seemed to be working fine now. Advised only troubleshooting they could do for non-recoverable error on the floor was to power off and back on. If error did not return, they could use device. Noted when device was powered off without draining pads it would alert water needed. If future, just power off and back on, then select continue current patient and press empty pads button on right side of the screen. Device would register missing water and they could proceed with therapy.

Event description:
It was reported that the nurse stated that they got a non-recoverable system error in an arctic sun device. Powered device off and back on. Device alerted needed water. They had added water. Seemed to be working fine now. Advised only troubleshooting they could do for non-recoverable error on the floor was to power off and back on. If error did not return, they could use device. Noted when device was powered off without draining pads it would alert water needed. If future, just power off and back on, then select continue current patient and press empty pads button on right side of the screen. Device would register missing water and they could proceed with therapy.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is user underfilling the arctic sun device. However, this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "fill reservoir 1) fill the reservoir with sterile water only. 2) four liters of water will be required to fill the reservoir at initial installation. 3) add one vial of arctic sun¿ temperature management system cleaning solution to the sterile water. 4) from the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 6) the fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. For information regarding safe handling please refer to http://www.medivance.com/manuals for the cleaning solution sds. To replenish the internal cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." Corrections: d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.